Manufacturer narrative:
To date, evidence suggests this lead remains implanted. Therefore, physical analysis cannot be conducted.

Event description:
It was reported that this left ventricular (lv) lead exhibited low out of range pacing impedance measurements. No adverse patient effects were reported. The lead remains in service. Multiple attempts to obtain additional follow-up information have been unsuccessful. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited low out of range pacing impedance measurements. No adverse patient effects were reported. The lead remains in service.